Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to error 23118. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 23118 points to arm 3 usm axis 2: motor encoder incremental track has slipped, possible disconnected encoder or intermittent loss of signal.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that there was an unrecoverable issue with universal surgical manipulator (usm3), and that they were unable to clear the associated fault 23118. Tse reviewed the system logs remotely and confirmed the occurrence of error 23118 on usm3. The user aborted to another dv system and completed the procedure robotically. No known impact or patient consequence was reported.